Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event distortion of the face (pt: injection site deformation), was deemed to meet the serious criteria of permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This consumer report was received from a us consumer and concerns a 51-year-old female patient. She was injected with radiesse, in 2020 (reported as in september or october). It was her first time having filler treatment and she wanted to do something that was going to last only 6-9 months, like a semi-permanent filler. She did not even know what radiesse was, as she was completely new to filler and was under the impression that radiesse was temporary. She was unsure if the product used was radiesse or radiesse(+). In 2020, after the radiesse injection, the patient experienced a distortion of the face. According to the patient, the results were disappointing. Her provider assured her that it was going to last 18 months to possibly 2 years. At the time of this report, it was 2 years, her face was still so asymmetrical and the effects did not go away. She was told by her dentist that radiesse did not go away and that she was probably going to have to get it surgically removed. She was terrified and wanted to get a straight answer. Due to the provided information, the outcome of the event was considered as not resolved. In the opinion of the patient, it was the providers error, not the product.